Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: (B)(6) user's test strip had poor storage.(kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of 110, 115 and 129 mg/dl. The customer's expected fasting blood glucose test result range is 98 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/27/2018 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history (date/time not set): a 110mg/dl, (B)(6)2017 03:48 pm, fasting:yes. A 115mg/dl, (B)(6)2017 02:11 pm, fasting:yes. A 129mg/dl, (B)(6)2017 11:49 am, fasting:yes. A 178mg/dl, (B)(6)2017 09:34 am, fasting:yes. A 123mg/dl, (B)(6)2017 07:16 am, fasting:yes. Memory concerns: customers son is concerned with the results of 110, 115, 129, 178 and 123 mg/dl in the meters memory.